Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked, there was moisture and corrosion in the battery compartment, and that the power was intermittent. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: a review of the pump black box showed no pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. There was no evidence of moisture corrosion was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection, duplicating the reported power issue. A test battery cap was able to fit to maintain electrical connection. The pump powered on, however, during 24 hour testing, the pump alarmed with an unrelated cs088 call service alarm. A leak test was performed and revealed a battery compartment leak. The pump¿s cover was removed and evidence of moisture was observed to the power printed circuit board and internal components of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.